Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) used with the ilet bionic pancreas failed to pair, prompting assistance to disconnect and reconnect, after which the user replaced the cgm and the new sensor entered warmup; no alerts or alarms were reported, and the responsible device for the pairing failure was not identified. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user or a third party. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, with device components implicated in the electrical or magnetic domain and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.